Event description:
The patient was in the cath lab and had a perclose device break off in the femoral artery. The patient was taken to surgery for removal per vascular surgeon. The device maideployed and fractured resulting in a piece of the device remaining in the artery.